Event description:
Hill-rom tech support received a report from the account stating the left intermediate siderail is not latching. The bed was located at the account in the bed repair shop. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the left intermediate siderail is not latching due to latch pin and spring was rusty. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech removed the latch pin and spring, cleaned and reassembled to resolve the issue. Based on the info, no further action is required.